Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe contained foreign matter. The following information was provided by the initial reporter: "liquid inside of the syringe, samples available and no patient harm."

Manufacturer narrative:
Investigation summary: two samples received by our quality team for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Fourier transform infrared spectroscopy was performed to further analyze. The foreign substances is silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. A device history review was performed for reported lot 3012142 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Results were reviewed for lot 3012142 and found to be within specification. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. Quantification of silicone performed on the samples were within specification.